Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the battery tray on the external pulse generator (epg) required repair as the battery drawer will not open when pressing the eject button. It was also noted that the hanger assembly was broken. A capacitor on the main printed circuit board was damaged. The upper case was broken. The liquid crystal display was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery tray of an external pulse generator (epg) required repair. There was no patient involvement.